Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was 355mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. The product will not be returned.